Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found internal abrasions at 8.8-8.9 cm and 13.0-13.7 cm from the distal tip; etfe coating was intact. External insulation abrasion was found at 36.4- 36.6 cm from the distal tip, consistent with lead friction to another device; etfe coating was intact. Another internal insulation abrasion under the rv shock coil was found at 6.4 -6.5 cm from the distal tip. The etfe coating of one re conductor was abraded at this location. (B)(6) - no complaint received with return of device. Failure (event) observed during analysis.